Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, high impedance was noted on the right ventricular lead. Abbott technical support was contacted and determined the lead was not fully inserted in the header. No intervention has been performed. The lead remains implanted and will continue to be monitored. The patient was in stable condition.